Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of over 600 mg/dl. The customer's current blood glucose was 321 mg/dl. The customer was hospitalized on (B)(6) 2017. The customer did not want to troubleshoot. The product was not returned for analysis.